Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The service technician confirmed the reported issue. The service technician replaced the external mounted oxygen (o2) manifold and the issue was resolved.

Event description:
The customer reported oxygen (o2) transport manifold leaking. There was no patient or user harm reported.